Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient called in stating that she was afraid to move in case she threw up, could hardly open her eyes, and was hurting all over. She stated that she had a sleep study last night and she bolused prior to the beginning of the sleep study because in order for her to bolus during the study they would have had to unhook all the wires. She stated that she was in pain all night long. When she woke up and was able to bolus, the bolus relieved the pain a little bit, but she could hardly move her head or neck. She stated that she did not hear the pump alarm at all during the night. She had called the clinic and they had a message in to her doctor to call her, but the clinic told her to call in and see if the pump had stopped during the night. The patient was wondering if the handset would tell. The patient stated that she thinks the pump stopped working during the sleep study which was why she was feeling so awful. The patient was redirected to her healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.